Event description:
It was reported that after the surgery of a nph pt, there was a sudden noise like a rupture and fluid was noticed leaking from the pt's skin. Revision surgery found that there was a disconnection of the snap shunt. The snap connection seemed to be loose.

Manufacturer narrative:
The device has not been returned to the manufacturer.